Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. As the catheter was tracking and the first radiopaque marker was advancing, the second radiopaque marker where the transducer starts did not advance with the catheter. An attempt was made to remove the catheter, but it could not be removed without also pulling back the wire. The catheter seemed to have a hole in the tip to the first radiopaque marker. The wire and catheter were removed, and the procedure was completed using an alternate device. There were no patient complications, and the patient was expected to fully recover.